Event description:
Received info there was a suspected allergic reaction at the implant site. An allergy test was to be performed. An allergy was suspected to be located not at the ins pocket site but along the extension. Symptoms in the skin included red and painful area and when the device was explanted excudate was present. The system was removed and the pt returned to using oral medication for pain control. No confirmed allergy test was available at the time of the report.

Manufacturer narrative:
(B)(4).